Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this aortic bioprosthetic heart valve was explanted after nine (9) years, ten (10) months due to stenosis. This was replaced with a 25mm pericardial bioprosthesis. Post-operatively, the aortic valve appeared to be functioning normally with no perivalvular leak and no evidence of stenosis. The patient was transferred back to the coronary care unit (ccu) and discharged home on post-operative day #6.

Manufacturer narrative:
Method: device not returned. The explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.